Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) for backup insulin therapy.